Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg "stopped charing and was no longer working correctly." The patient stated he is going to have the system removed. Follow-up identified the patient stated he stopped using his system because his pain had improved with exercise. The patient's scs ipg was removed on (B)(6) 2014, however, the patient's leads remained implanted.